Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally it was reported that the pump touchscreen appeared dimmer than usual. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.